Event description:
This report summarize eight (8) malfunction event. A review of the events involved of the device(s) being fractured. No patient adverse event was reported. No information regarding patient demographics were provided.